Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag disconnected. The technical service representative assisted the caregiver with ending therapy and removing the cassette. The technical service representative advised the caregiver to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag disconnected without falling, which is a known cause of the reported se2240. Should additional relevant information become available, a supplemental report will be submitted.